Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 423 mg/dl with newly replaced insulin pump. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting it was found that insulin pump was in training mode and insulin was not delivered. Customer received assistance in replacing, rewinding and priming reservoir. Customer's blood glucose was lowered to 163 mg/dl as a result.